Event description:
Device malfunction: none. Symptoms/ae: hematoma. Time of ae: after the procedure. It was reported that a physician trained in the use of the starclose device, achieved arteriotomy closure of the left common femoral artery after a left internal carotid artery stenting procedure. Postprocedure, the patient reported groin pain, which was treated with darvocet. The groin was noted to be hard to the touch, so the nurse held pressure for 30 minutes, softening the groin. One day post procedure, a hematoma was noted, size unspecified and the patient was discharged to home. Ten days post procedure, the patient reported pain in the left groin. Thirteen days post procedure, the patient had an ultrasound which found a hematoma. Thirty five days post procedure, the hematoma was noted to be resolved and the size of a quarter. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.